Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a faulty cable with a bad round scope connector. It was also found that the continuity test failed due to the faulty cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that after setting up the scope, the tech realized that there was no image. The scope was changed out, but the same issue remained. The video scope cable was placed in another room with a different scope with no resolution. This occurred during a diagnostic procedure; there was no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could be determined, however, the issue was likely the result of a faulty/cable continuity issue. Olympus will continue to monitor field performance for this device.